Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that her reservoir was defective. The customer stated her nurse from the retirement home was unable to remove the plunger from the reservoir. The customer then stated that when the nurse applied a lot of pressure, the reservoir leaked. Nothing further was reported.